Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative related to a (B)(6) male patient receiving 25mg/ml infumorph at 4.5mg/day via an infusion pump implanted for non-malignant pain. The patient's medical history included evidence of advanced baastrup disease/overgrowth of bony structures. It was reported that the patient had a blood patch performed on (B)(6) 2015 due to spinal leak and had complained of postural headaches. "Approximately one week ago" ((B)(6) 2015) the patient had been out walking and felt a "pop," then had a lot of pain and postural headaches resumed. The patient had not reported any symptoms of withdrawal. The patient was admitted to the hospital on (B)(6) 2015 and the hcp ordered a CT (computed tomography) which showed a discontinuation of the catheter. Surgery was required to replace the catheter and repair the spinal leak on (B)(6) 2015. The hcp was able to get all broken pieces of the catheter out of the intrathecal space. The catheter pieces that appeared to have been sheared by the patients' bony structure would be returned; they were in the possession of a manufacturer's representative at the time of this report. The issue was reportedly resolved and the patient was alive with no injury. If additional information is received, a follow up report will be sent. This information was previously reported via manufacturer report # 3007566237-2015-03620.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete returned in segment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.